Event description:
In 2009, the pt reported that several months ago, his infusion sets caused bumps of scar tissue on his abdomen, leading to elevated blood glucose. He did not have specific blood glucose values, but he sated that his hba1c was between 7-8 and he was advised by his physician to move his infusion site to his buttocks or the side of his torso. Since the site change, his blood glucose has returned to normal and he has not developed any more scar tissue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The alleged product was discarded. No product will be returned for evaluation.

Manufacturer narrative:
Results - no product will be returned for evaluation.